Event description:
It was reported that the patient presented prior to a scheduled unrelated surgical procedure. Upon device interrogation, it was noted that the Implantable Cardioverter Defibrillator (ICD) exhibited Far R wave over-sensing resulting in inappropriate mode switch (AMS). Programming changes were made; however, far R-wave oversensing continued to be observed following re-evaluation. The patient was in stable condition.